Manufacturer narrative:
(B)(4). Batch #t5ek3y. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and without the reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. Additional information was requested and the following was received: the anvil side of the device is bent/damaged. Did not affect the cartridge at all.

Event description:
It was reported that during a video assisted thoracic lobectomy, when the reload was placed in to the jaw of the device and closed, the anvil did not look right. It appeared to be bent. The stapler was swapped out with a like device and the procedure was completed with no patient consequences.